Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: gff, gfa, hsz UDI: (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used for the proximal humeral fracture on (B)(6) 2017. During the procedure, when the surgeon was using the drill bit to insert 3.5mm cortical screw, the section of the drill bit close to the jacobs chuck broke. The surgeon commented that the drill bit had broken during the first drilling in this surgery. No interference with a sleeve was noticed. The surgery was completed without a surgical delay. There was no adverse consequence to the patient. No fragments remained in the patient¿s body although it was not reported how the surgeon removed the fragment. No other medical intervention was required. The procedure was completed successfully. Concomitant devices reported: cortical screw (part # unknown, lot # unknown, quantity 1), sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.5mm drill bit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 06.apr.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned device was forwarded to the manufacturing plant for investigation. Drill 310.250 ø2.5 mm is broken at the region from ø 2.5 to ø 4.5 of the coupling. The two fragments packaged in hocy bags, including decontamination certificate. Traces of use were visible at the tip and shaft. The dhrs from article 310.250 lot 312788 and additional component 60039965 were reviewed and no deviations, irregularities neither ncs were found which could lead to the complaint condition. As relevant for the complaint condition; ¿drill broken¿ the diameter 2.5 / angle 45°/ angle 80° / dimension 0.30 / angle 16° / diameter 1.05 / diameter 2.35 and hardness 52hrc were identified and measured. All relevant features have been measured and have fulfilled the specifications according to the drawings. In addition, during the manufacturing process the lot was tested according to inspection sheet. The hardness of the broken drill 310.250 lot: l355934 is according to the required specifications and corresponds to the production order of the used drill blank 60039965. No deviation could be determined the lots of the raw material of the component 60039965 drill-bit blank are not tracked by lot number. Therefore, the check was performed based on fifo (first in /first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component thus, it was found that the used raw material fulfilled the specifications on the basis of the investigation the complaints is confirmed, since the product was broken in a manner which fits to the described complaint condition. However, according to the investigation results this complaint is rated as not valid because the relevant dimensions were measured and have fulfilled the specifications therefore no manufacturing issue could be found. As this complaint is not valid therefore the review of the specific prm and pra line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.